Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 204 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the act button due to moisture damage on the keypad traces noted. No unexpected button error alarms noted. The insulin pump has cracked the lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.